Event description:
The company was informed that intra-op testing showed three open electrodes. A post-op x-ray showed the electrode to be folded within the cochlea. The pt's device was explanted and the pt was successfully reimplanted with another advanced bionics cochlear device.